Event description:
It was reported that a patient experienced peritonitis manifested by excruciating pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was hospitalized for the peritonitis (3 to 4 days). The patient received unspecified antibiotics for the event of peritonitis. On an unreported date on the third or fourth day, the patient was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in 2001 the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.